Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/11/2022. H.6. Investigation: our quality engineer inspected the 1 used sample and 1 photo submitted for evaluation. The reported issue was confirmed upon inspection of the sample and photo. Since it was stated that the failure occurred during the use of the product bd is unable to associate the cause of the failure to our manufacturing process. The observed failure is highly unlikely to occur during our manufacturing process due to our manufacturing steps and preventative practices. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 24 ga 0.75 in experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: the needle sheath has become detached from the needle, this occurred will in use on a patient.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. An issue of needle through catheter was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Since it was stated that the failure happened during use of the product, there is the possibility that the failure occurred due to improper handling. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 24 ga 0.75 in experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: the needle sheath has become detached from the needle, this occurred will in use on a patient.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 24 ga 0.75 in experienced the needle piercing through the catheter during catheter introduction. The following information was provided by the initial reporter: the needle sheath has become detached from the needle, this occurred will in use on a patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.